Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 224mg/dl. Troubleshoot was conducted and the pump was found to have passed the displacement test and manual prime with no motor error alarms. The customer was advised to monitor the device and call back if issues persist. The customer states having pushed the act button and the pump wanted to rewind, but did not see reservoir icon look like it is emptying.